Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A photo was provided of the lens in pieces on a piece of gauze. The gauze is on top of the carton and the device is partially visible to the side. No determination can be made from the photo. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was inserted into the eye and noted to have an optic defect. The lens was removed and another lens was implanted with no harm to the patient. Additional information was requested.